Manufacturer narrative:
The reporter's meter and two vials of test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial #2 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Upon review of the meter's patient result memory, an additional measurement of 1.9 inr occurred on (B)(6) 2021 at 10:41 a.m.. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At approximately 2:01 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using dade innovin reagent (isi = 1.05) on a sysmex cs-2500 siemens analyzer, resulting in a value of 1.8 inr.g